Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: -what type of incontinence does the patient suffer from (urgent or stress incontinence)? Urinary incontinence due to sphincter incompetence, that is, the resistance of the urethra is very reduced and at the slightest movement or changes in position, urine can pass through the urethra even though you have not tried to urinate. -date of onset of incontinence since the initial intervention: since the anterior strip promontofixation + tvt in (B)(6) 2023, degradation on the micturition level, persistence of leaks during exercise as before. -could you provide us with the surgical results of any reoperation performed, if applicable? Not applicable -what is the physician¿s opinion about the etiology of this event or the factors that contributed to it? The ideal treatment is the artificial urinary sphincter ams 800. -what is the current state of the patient? (B)(6) 2025 complete removal of the tvt strip and placement of an artificial urinary sphincter in 2 months. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that on (B)(6) 2023, a patient underwent a simple tape promontofixation (sacromesh 9) by laparoscopy robot assisted with a suburethral tape type mesh, for urethral hyper mobility associated with sphincter incompetence. This procedure did not cure his incontinence, which is definitely linked to sphincter incompetence. Decision: complete removal of the mesh strip by all 2 sides and placement of artificial urinary sphincter in 2 months. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: neuchatel team received for evaluation one products of gynecare (part of mesh). The lot number 3942177 product code 810041bl. An investigation was performed on received product and on the batch record file. The product was decontaminated and well packaged. The received device was manipulated and ex-planted as original packaging and all components were missing. Only the remaining part of the mesh was visible with lot of organic matter around. Based to the evaluation, this complaint is not related to a manufacturing problem. The defect observed during the evaluation corresponds to the description of the event but cannot be confirmed with the received product. The product was conforming to specifications at the release. Events of this type are trended regularly.